Event description:
Device report from synthes (B)(6) reports an event from (B)(6) as follows: it was reported there was a material failure. More precise information is not known. This is report 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported in a letter from a german lawyer that the original implant date may have been (B)(6) 2011. The date the suspected plate broke cannot be verified. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: the results of the additional evaluation are as follows: based on the topography of the fracture surface of screw a and b, we can conclude that the screws were subjected to low dynamic bending loads (two-sided). The topography of the screw c showed that the screw c was subjected to low one-sided bending loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screws could not resist the applied force which finally led to the material overload / fatigue failure. We found no evidence of material or manufacturing defects. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed on 1/17/2014 and no complaint related issues were found.

Event description:
It was further reported that the distal femur plate broke